Event description:
It was reported that the patient's ipg site was potentially infected. The symptoms noted were cough, pain, discomfort and redness at the ipg site. The physician believed that the infection was not device related but had concerns that it was procedure related. The physician also noted that it could be due to where the battery was sitting and rubbing against the patient's pants. The patient was given antibiotics. No device malfunction suspected. No further information has been obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively. Additional information was received that the patient underwent a revision procedure wherein the anchor site was cleaned and repositioned. The patient started a long course of antibiotics. Additional information was received that the patient developed an infection again at the clik anchor site.

Event description:
It was reported that the patient's ipg site was potentially infected. The symptoms noted were cough, pain, discomfort and redness at the ipg site. The physician believed that the infection was not device related but had concerns that it was procedure related. The physician also noted that it could be due to where the battery was sitting and rubbing against the patient's pants. The patient was given antibiotics. No device malfunction suspected. No further information has been obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively. Additional information was received that the patient underwent a revision procedure wherein the anchor site was cleaned and repositioned. The patient started a long course of antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 30626348.

Event description:
It was reported that the patient's ipg site was potentially infected. The symptoms noted were cough, pain, discomfort and redness at the ipg site. The physician believed that the infection was not device related but had concerns that it was procedure related. The physician also noted that it could be due to where the battery was sitting and rubbing against the patient's pants. The patient was given antibiotics. No device malfunction suspected. No further information has been obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the patients ipg site was potentially infected. The symptoms noted were cough, pain, discomfort and redness at the ipg site. The physician believed that the infection was not device related but had concerns that it was procedure related. The physician also noted that it could be due to where the battery was sitting and rubbing against the patients pants. The patient was given antibiotics. No device malfunction suspected. No further information has been obtained despite good faith efforts.